Manufacturer narrative:
Additional information : imdrf annex a code.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿the IV pump was programmed to administer mylotarg at a rate of 25 ml/hr per orders. It was programmed to infuse a total volume of 35 ml so that a 15 ml ns flush could be added to the bag to flush the line before it ran dry. The infusion still finished 25 minutes early. A red tag was placed on the pump channel and clinical engineering was notified." There was patient involvement but no harm.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿the IV pump was programmed to administer mylotarg at a rate of 25 ml/hr per orders. It was programmed to infuse a total volume of 35 ml so that a 15 ml ns flush could be added to the bag to flush the line before it ran dry. The infusion still finished 25 minutes early. A red tag was placed on the pump channel and clinical engineering was notified." There was patient involvement but no harm.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿the IV pump was programmed to administer mylotarg at a rate of 25 ml/hr per orders. It was programmed to infuse a total volume of 35 ml so that a 15 ml ns flush could be added to the bag to flush the line before it ran dry. The infusion still finished 25 minutes early. A red tag was placed on the pump channel and clinical engineering was notified." There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative: investigation summary: the reported complaint of over infusion was not confirmed during log review or reproduced during laboratory testing. ¿ laboratory testing of the returned pump module showed the device was delivering fluids within specification. ¿ external and internal inspection of the device showed incidental findings only with no relation to the reported complaint. ¿ the event date was reported as 04 april 2024; time was not reported. ¿ review of the pcu event log showed the drugid¿s associated with the generic name of the reported medication mylotarg [gemtuzumab ozogamicin (drugid= 217) and gemtuzumab (drugid= 216)] were not recorded in the log. The reported event infusion could not be confirmed. ¿ review of the pcu event and error logs showed, on 04 april 2024, the pump module successfully completed a secondary infusion of diphenhydramine (drugid= 142) before transitioning to infuse the primary infusion of maintenance ivf (drugid=1) at a rate of 10 ml/hr. O the pump module alarmed channel malfunction (error 240.4140.0- sensor broken low failure) before being channeled off; however, this was incidental and not related to the reported complaint. O total primary volume infused of maintenance ivf (drugid= 1) was recorded as = 5.19 ml o total secondary volume infused of diphenhydramine (drugid= 142) was recorded as = 51.02 ml ¿ review of the logs could not determine the amount of volume in the IV bags at the start or end of the infusions. It is also not possible to determine what the fluid is that is contained within the IV container. The pcu event log only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. ¿ the setup of the system and the medication bag at the time of the reported event could not be confirmed. O accurate secondary mode infusion is dependent upon hanging the secondary container sufficiently higher than the primary container. ¿ when a secondary infusion is started, the user must ensure that drops are falling in the secondary drip chamber and not in the primary drip chamber. ¿ inspection and testing of the administration sets could not be performed because the sets were not returned for investigation. ¿ it is not known if any of the following conditions may have existed at the time of the reported incident: per product labeling, alaris system user manual (v12.1), it states within warnings and cautions of the loading instructions: o do not touch the administration set while closing the door. O ensure tubing placement is over pressure sensors. O ensure the upper fitment is not elevated above the receptacle on the pump. This could be caused by maintaining traction on the set (or stretching the set) while closing and latching the door. If the set is loaded in this manner, infusion inaccuracies may occur. Failure to follow this instruction can result in infusion rate inaccuracy. O to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. ¿ the roller clamp on the administration set should be used as the primary means of controlling flow. ¿ the system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the complaint of over infusion was not identified. Laboratory testing found the device was delivering fluids within specification. Note that this report lists imdrf annex a1801, a040502, g02017, g04088, g04037, c0601, d01, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿the IV pump was programmed to administer mylotarg at a rate of 25 ml/hr per orders. It was programmed to infuse a total volume of 35 ml so that a 15 ml ns flush could be added to the bag to flush the line before it ran dry. The infusion still finished 25 minutes early. A red tag was placed on the pump channel and clinical engineering was notified." There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, correction: report source other additional information : device eval by manufacturer? , imdrf annex a,g,b,c,d codes ,remedial action required, remedial action # and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿the IV pump was programmed to administer mylotarg at a rate of 25 ml/hr per orders. It was programmed to infuse a total volume of 35 ml so that a 15 ml ns flush could be added to the bag to flush the line before it ran dry. The infusion still finished 25 minutes early. A red tag was placed on the pump channel and clinical engineering was notified." There was patient involvement but no harm.